Event description:
It was reported that the patient¿s right lead had protruded out of the skin. As such, surgical intervention took place on (B)(6) 2025 wherein the portion of the lead was cut and removed to address the issue. The remaining portion of the lead remains implanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.